Manufacturer narrative:
(B)(4). A supplemental submission will be completed if additional information or sample becomes available.

Event description:
During drainage the access tip has disconnected from the lockable drainage line. No patient harm.